Event description:
It was reported that during a routine device upgrade, the pulse generator exhibited loss of output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.